Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3487a-56, lot# j0118558v, implanted: (B)(6) 2002, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported she used to only charge her implantable neurostimulator (ins) on a monthly basis, but now she had to recharge it every day because the battery would go down so quickly. The patient was also experiencing a return of headaches as of (B)(6). The patient's physician told them to contact the manufacturer representative (rep) before meeting with them. Relevant medical history includes head/neck (non-malignant) and lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.